Event description:
Film review of returned angio images at implant show that the bifurcate was brought up the left side. The contralateral limb was overlapping the gate and aligned with the gate markers. An endoleak is seen in the upper right side of the aaa; approximately 1cm above the flow divider, in an area of the aortic body where the stent graft diameter begins to narrow down. The endoleak has the appearance of a blush type IV endoleak, but cannot rule out a proximal type I or type iii fabric. Films post-implant one day post implant do not show any endoleak.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm abdominal aortic aneurysm approx imately one month ago. The proximal aortic neck was 28mm in diameter, and 20mm long. It was reported that intra-operatively a control angio with contrast revealed an endoleak. The physician believes the endoleak was a type iii. The stent graft was ballooned with a reliant balloon and the procedure was completed. A CT was done the following day and showed no evidence of an endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation , results and conclusion: (endoleak). (Unknown cause of endoleak).